Event description:
The patient stated that on (B)(6) 2019 he developed an infection at the infusion site and that it was red and hard. The patient stated the he cleaned the application site with an alcohol prep prior to applying the v-go device. The patient stated that he spoke to his healthcare provider and was advised to go to the emergency room.